Event description:
Customer alleges the seat cracked in the middle above shower chair. Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model 9780, serial number/date code (B)(4) is approximately 1 year and 8 months old. The owner's manual part number 1122173 rev c (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; cracked in the shower chair. The product is warranted (#(B)(4)) was issued to resolved customer issue. This is a weight bearing device and there is a potential for injury. MDR filed.